Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on august 18, 2021, it was found that the coating of the insertion tube had been partially peeled off due to deterioration. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the phenomenon was caused by physical stress because the local service department found the following inspection results. - insertion section was scratched, and coating was peeled off. - light guide lens was damaged. - light guide lens glue was chipped. - objective lens glue fell off.